Event description:
Pt underwent tot sling after repaired urethral injury, repair breakdown with subsequent fistula formation and trans urethral erosion of tot mesh. Reason for use: stress urinary incontinence.